Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported a patient with astigmatism ten days post lasik bilaterally. Patient notes halos, glares, and shadows. Patient notes that she has lost trust in the site because they said she would see 20/20 when she does not. Upon follow up, patient was released for care and then returned one month later complaining of blurry vision. Patient did not believe her vision was good so the patient opted for a second opinion. Patient had noted issues since one day post surgery but noted it to be better so she was released from care. Patient refused the sites our to perform an enhancement if necessary. Symptoms should resole either with or without treatment. Patient requires monitoring. Doctor reported many variables impact a patient response to laser ablation. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).